Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 518mg/dl at the time of the incident. The customer reported that the pump got a button error about 30 minutes ago. He somehow got moisture in there and he doesn't remember how but there was water. He noticed it in there this morning but it was working and tonight we got the button error. The customer was high this morning like 518mg/dl but he came down to 300mg/dl. He probably ate something and forgot to bolus. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However, act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform self-test and displacement test due to button keypad anomaly. No moisture damage on electronics noted. Insulin pump was received with corroded motor home switch, minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.